Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead was dislodged multiple times. The ra lead was removed and replaced. The patient was in stable condition.